Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure a hole was identified in the bottom of the reservoir and there was no fluid in the component. The existing reservoir was replaced with a new one. The new system was fully functional and the patient fully recovered following the procedure.